Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt is being treated with antibiotics for percutaneous lead infection. The pt is currently admitted (unrelated to the pump) for treatment of breast cancer.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.